Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 240 mg/dl. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated they receive another alarm after changing the battery. The insulin pump will not be returned for analysis.